Event description:
It was reported that the right ventricular (rv) lead had no capture and was dislodged. A fluoroscopy revealed that the rv lead had a possible insulation issue due to subclavian crush. The rv lead was explanted and replaced. During the replacement procedure, insulation damage was noted visually. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach and was cosmetically impacted at the first rib/clavicle site while in vivo. The outer insulation of the lead was observed to have blood ingression. (B)(4).